Event description:
Info received indicates, the CPR function will intermittently not work.

Manufacturer narrative:
The tech found the CPR hardware in the drive assembly was getting stuck and the head section would come down. The tech replaced the drive assembly to repair the bed.